Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape button dome switch. The operating currents are normal and no unexpected failed battery test noted. No moisture damage was found on the lcd, electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported falling into the water while connected to the insulin pump. Customer's blood glucose was 103 mg/dl. Customer reported a failed battery test alarm occurred after the moisture exposure. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.